Event description:
On (B)(6) 2010, pt reported he has noticed that the menu button on his infusion device does not respond after one press. Pt stated it usually takes 2-3 presses for the button to respond. Pt is new to pump therapy and has been on the infusion device for approximately one week. Pt reported he has noticed the issue get progressively worse each day he has been on the infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.